Event description:
Customer reports that suture broke 2 days following an unspecified surgical procedure. Customer further states that incident requires a re-operative procedure to repair a wound dehiscence.